Event description:
It was reported that the patient experienced an underdose with the following symptoms: sweating and tiredness. The patient experienced withdrawal in the past and knows that was what she was feeling. The symptoms began approximately one week earlier. The patient was home at the time of the report. The reporter stated that the symptoms are intermittent and she believed that the "tubing is clogged". The hcp was aware of the situation. Additional information has been requested from the hcp, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient¿s device had been replaced because it was sporadically working. The patient could not remember the details of the event that occurred in june 2008 that eventually led to the pump's replacement, but mentioned she was in withdrawal and being diaphoretic. The patient had a service complaint about the healthcare professional (hcp) from that time period. The pump was used to infuse bupivacaine, baclofen (unknown) and dilaudid (hydromorphone).

Manufacturer narrative:
Used for the catheter. See scanned pages.

Manufacturer narrative:
(B)(4).